Manufacturer narrative:
Consumer reported that she soaked the lenses for minimum of 7 ½ hour in the appropriate case. When lenses placed on her eyes, the eyes turned bright red and burned. The consumer visited her eye care practitioner the day of the event. The doctor conducted a slit lamp examination during the visit and diagnosed exposure keratitis in both eyes. There was no medication prescribed. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and reported keratitis are consistent with the (B)(6) description of a temporary injury associated the doctor reported that the patient recovered from the incident. The complaint sample was returned for evaluation and the results of the chemical testing performed were consistent with shelf life limits. However, the evaluation of the returned lens case revealed it did not meet all product requirements. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Consumer reported that she soaked the lenses for minimum of 7 ½ hour in the appropriate case. When lenses placed on her eyes, the eyes turned bright red and burned. The consumer visited her eye care practitioner the day of the event. The doctor conducted a slit lamp examination during the visit and diagnosed exposure keratitis in both eyes. There was no medication prescribed. The doctor reported that the patient recovered from the incident. The complaint suggests the device may have malfunctioned as a result of variability of the neutralization.